Event description:
The suture was used during an unspecified procedure on an animal. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no injury occurred.